Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 39 mg/dl, 45 mg/dl and 68 mg/dl compared to readings of 230 mg/dl, 230 mg/dl and 70 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into c zone, showing difference in values to be clinically significant. The length of sensor wear was 4 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with a event logs 21 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor was re-programmed, the sensor was found to be in sensor state 6. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Battery was replaced and sensor was reprogrammed and sensor went to state 6. A review of the case history was performed. An extended investigation was performed to perform functionality test as sensor continues to go to state 6. Visual inspection was performed on the de-cased sensor and plug assembly, and no issues were observed. The sensor initial data (log) was reviewed and observed that sensor was in state 6. Sensor state 6 with a event logs 21 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. A functionality test will be performed on the sensor to verify if sensor is functioning as intended. Sensor battery voltage was measured and results was within the range specification. Accuracy test, accuracy tool test, poise voltage test and thermistor gross function test were performed with the retuned sensor battery. Accuracy test was passed with returned puck and results were within the range specification indicating no accuracy issues were present in the puck which was also confirmed with the accuracy tool test which passed. Poised voltage was performed and result was within range specification indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed and the puck temperature and room temperature was observed to be within specification, indicating that the puck's thermistor was fully functional. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 39 mg/dl, 45 mg/dl and 68 mg/dl compared to readings of 230 mg/dl, 230 mg/dl and 70 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into c zone, showing difference in values to be clinically significant. The length of sensor wear was 4 days. There was no report of death, serious injury, or mistreatment associated with this event.